Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25 mm amplatzer pfo occluder was implanted. The patient had an aneurysmal septum and during the procedure, the user considered placing a 35 mm amplatzer pfo occluder but felt that it would be too large therefore the 25 mm device was implanted. The post procedural tee showed the device to be in position. On (B)(6) 2017, at the two week follow up status post pfo closure, it was observed that the 25 mm amplatzer pfo occluder had embolized to the aorta. The patient was referred for surgery to remove the device from the aorta and is recovering and in stable condition.